Manufacturer narrative:
Gtin number for item: mp9246-c, lot: 16116947 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the labor and delivery department are finding that after attaching the primary tubing to the clear connector of the maxplus bi-fuse extension set, it unwinds itself from the connector and disconnects causing a leak during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing spun off and leaked was not confirmed. The sets were visually inspected under magnification and no issues were observed. Functional and pressure testing resulted in no leaking or disconnections. The female end of the maxplus extension set and the male luer of the primary set were measured and found to be within specifications. The root cause of the customer's report was not identified.